Event description:
The customer reported an image issue (noise image). Vertical lines were appearing on the display/image during maintenance, involving an olympus endoeye flex 3d deflectable videoscope. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.